Event description:
Product surveillance received a call from the home patient (hp) in 2009, who reported that during the previous night's therapy, his homechoice (hc) recorder was "jumping up and down" during the initial drain. The hc display was reportedly recording drain volumes from 880 ml to 876 ml and 832 ml to 930 ml, etc. Two days earlier, hp's wife observed a drain volume of 4284 ml during drain 4. The hp stated that his prescribed fill volume is 2500 ml. These volumes meet increase intraperitoneal volume (iipv) criteria. The hp also requested that he receive a new hc machine. Product surveillance advised hp to contact his peritoneal dialysis (pd) nurse immediately regarding the reported drain volume of 4284 ml. The hp agreed to call the pd nurse. The following week, the caregiver was contacted. She said they are in contact with the peritoneal dialysis nurse, and therapy has continued as usual.

Manufacturer narrative:
CAPA is currently listed on the reportable malfunctions list for the malfunction of over-delivery/iipv.